Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module distorted image. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the control body fluid damage, the down pulley wire fluid damage, the ccd driver pcb fluid damage, the lg cable connector fluid damage, the shield cover fluid damage, the control body corroded, the lg cable connector corroded, the shield cover corroded, the remote control buttons leak, the remote control buttons cut, and the down pulley wire worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.